Event description:
It was reported that the infusion device presented an e-8 error message while the patient was running. She attempted to administer a bolus and and e-8 was displayed again and she was unable to press any buttons. The patient felt sick with hyperglycemia symptoms (symptoms not reported) and went to the emergency room to receive insulin. At the time the issue was reported, the patient did not use the infusion device, but an alternative treatment. After changing the battery again, the pump turned on as intended.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.